Event description:
Initial information was received by a sales representative from a physician on (B)(6)-2011: an adult female received three treatments of poly-l-lactic acid (sculptra aesthetic) (lot # unknown, expiration date unknown) for an unknown indication. She received the last treatment of poly-l-lactic acid in mid (B)(6) 2011. The physician reported that now, the patient has developed a new nodule on the left cheek, exact onset date unknown. The physician reported that he injected kenalog into the nodule as treatment, date of injection unknown. As of (B)(4)-2011, it was unknown if the poly-l-lactic acid therapy will continue. At the time of the report the nodule on the left cheek was ongoing. No further relevant information reported.